Event description:
It was reported that an unspecified issue occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Data was evaluated and the allegation was confirmed as loss of connection greater than 3 hours in the cloud data was found. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of an unspecified issue is reportable based on the finding of loss of connection greater than 3 hours in the cloud data.. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a an unspecified issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.